Event description:
A physician reported two separate incidents of tracheal perforations during intubation. Both pts were reintubated without harm and no change in therapy. Both incidents occurred 6 weeks prior and the physician could not provide any further information.